Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: nail placed 1 year ago in another hospital, no information. Extraction pfna was planned (B)(6) 2013: helical blade removed without any problem but afterwards they saw that the nail was broken. Endcap and proximal piece removed. Rest of the nail and distal locking screw are still in the patient. Dr wants to remove everything and wants to place a hip prosthesis. Additional information received (B)(6) 2014: device was a helical blade in combination with a pfna. The reason for the revision was pseudarthroses, not healing of the fracture. The patient had a lot of pain and was not able to walk anymore. Surgeon wanted to remove the implants and put a hip prosthesis instead. This report is for an unknown blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Placeholder.